Event description:
It was reported that the cpu board malfunctioned which caused the head end movement to be blocked. The position it was stuck in could not be determined. No adverse consequences were reported.